Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was 263 mg/dl. During systems check with tandem technical support (cts) customer reported using pump supplies beyond labeling. Cts educated the customer regarding on proper load technique and cartridge/insulin labeling. Customer successfully changed pump supplies and resumed insulin delivery after the systems check.